Event description:
Procedure type: colon resection. According to the reporter: after firing and removing the device it was noticed that staples were malformed and the anastomosis not proper. The area was resected and a new device was applied with no problem. No bleeding reported. No patient details were disclosed but is reported in well condition.